Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) of 29.1 mmol/l with no reported additional symptoms associated with an alleged inaccurate delivery. Reportedly, the patient resumed with the same pump and remained on the pump and provided self-treatment in the form of insulin via pump. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting indicated all bolus settings and histories were correct and the pump was calculating bolus dosages correctly. Troubleshooting indicated the following factor contributed to the alleged bg excursion: miscounting carbohydrates and the patient did not respond to an alarm in a timely manner. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.